Event description:
It was reported that the thunderbeat 5 mm, 35 cm, front-actuated grip type s scissor attachment had broken intraoperatively. The fragment from the subject device was sent into the procedure with the patient, however, nothing remained in the patient after the procedure. The device was replaced immediately, and the intended procedure was completed. The issue occurred during a total laparoscopic hysterectomy. There were no reports of patient harm/injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and confirmed the customers¿ allegation. It was found that the broken probe tip was returned and showed the probe was broken at 16 mm from its distal end. Based on the investigation results, olympus was unable to test the physical device with the generator due to the probe on the device being broken off. Therefore, the root cause cannot be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.